Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead dislodged during implant due to loss of slack in the lead and had to be repositioned. Currently, days following implant, undersensing and a decrease in p-wave amplitude was observed. The physician suspects another dislodgement due to loss of slack in the lead. Impedance and thresholds have been stable since implant. Currently, this lead remains implanted and in service with no intervention taken. No adverse patient effects reported.